Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced frequent hypoglycemia while using the ilet bionic pancreas, including a documented blood glucose value of 42 mg/dl with an estimated duration of low glucose for about one hour, and no suspension of insulin through the device. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included no professional medical intervention, no use of backup therapy, and no ketone testing. Investigation included complaint handling, product-use review, and user counseling on hypoglycemia treatment and meal announcements. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction, with contributing factors undetermined. It was concluded that the event was consistent with hypoglycemia of unclear cause and that the device performed within expected parameters based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.